Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation was performed. Device 1: the suture and both anchors were not returned. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. Device 2: the suture and both anchors were not returned. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. Device 1: the actuator tip functioned as designed. Device 2: the actuator tip functioned as designed. An evaluation of the customer provided images showed: image one and two are close ups of the needle end. The glare and out of focus of the image make it hard to tell where the actuator is in the needle. Image three shows the actuator sitting past the tip of the needle but doesn't show the rest of the device. Image four shows someone holding four devices. The deployment knob of one of the devices appears to be sitting in a deployed position which indicates it has been broken and it's overmold assembly is bent in the wrong direction. A second device also appears to have a bent overmold assembly. Image five cannot verify where the actuator is. Image six has arrows indicating that the actuator is in the pre-t1/post-t2 position. Image seven again shows the actuator sitting past the tip of the needle but doesn't show the rest of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair, two (2) fast-fix devices failed in the same way, the pin just stuck around outside when deploying t2. All t1s were removed by pulling them out. The procedure was converted to meniscectomy. There was a non-significant surgical delay and no further complications were reported.